Event description:
As staff don these gloves, the palms of the gloves have completely separated from the fingers of the gloves. Also, some of the gloves have been noted to have visible holes in them.======================manufacturer response for gloves, (brand not provided) (per site reporter)======================none as yet. We just informed them.